Manufacturer narrative:
The device was not returned for analysis. Medtronic's investigation has determined that the hospital uses filtered water, filtered water for the ice and sodium hypochlorite solution in their cleaning protocol for the bio cal bio cal temperature controller instrument. Per the operator's manual, de-ionized water and ice should be used in the bio cal and non-corrosive agents should be used during cleaning. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use the bio cal temperature controller instrument was not pumping. Use of the instrument was unspecified with no resulting adverse patient effect. The instrument has reached end of life and is no longer maintained or serviced. Medtronic service provided with customer with the end of life letter. Additional information was received indicating that filtered water was used in the instrument and the ice water source was filtered. The cleaning process was to use a 10% sodium hypochlorite solution. Per the operator's manual, de-ionized water and ice should be used in the bio cal and non-corrosive agents should be used during cleaning.